Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. Part/lot information received. A dor was provided. After review of the medical records it was reviewed the patient was revised for a loose stem. The stem is now being added to the complaint. While implanting the new stem a fracture occurred in the bone during broaching and the fracture was cabled. An unknown broach is being added to the complaint. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges damage to the hip joint and body. Update rec'd (B)(6) 2014 - pfs and medical records received. Part/lot information received. A dor was provided. After review of the medical records it was reviewed the patient was revised for a loose stem. The stem is now being added to the complaint. While implanting the new stem a fracture occurred in the stem during broaching and the fracture was "cabeled". An unknown broach is being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining provided product/lot code combination. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.